Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported failure was not confirmed. However it was discovered that the image had linear scratches. Based on the results of the investigation, a root cause for the blinking image could not be determined as the issue was not reproduced. In regards to the linear scratches on the image, it is likely this issue occurred due to a damaged charged coupled device (cdd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image blinked. The issue occurred during inspection for use. There were no reports of patient involvement.